Event description:
It was reported that the patient had ¿right leg and foot pain with swelling¿ five days following implant procedure. It was initially stated that the patient had deep vein thrombosis, but it was later ruled out. It was noted that the patient was admitted to the hospital. The patient reportedly had abnormal abdomen, noting ¿post-surgical changes.¿ additionally, the patient had abnormal extremities noting that the right side was greater than the left side noting edema. Labs were drawn and they were all within normal limits. Patient reportedly started on lovenox for anticoagulation and percocet for pain. It was noted that right leg ¿u/s¿ negative. A right lower extremity venogram was done and it was normal. It was noted that nothing was found to indicate there was a clotting problem, patient was discharged home with instructions to stay off her feet as much as possible and when sitting or supine to keep her right leg up above her heart to reduce swelling. Patient was discharged the following day. It was later reported that the cause of the event was unknown and it resolved by itself. It was noted that it was a one-time event and there were no more leg swelling problems. The resolved date was (B)(6)2001. Additional information was requested.

Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# (B)(4), product type: lead. Product ID: 4351, serial# (B)(4), product type: lead. (B)(4).